Manufacturer narrative:
(B)(4): approximate age of device - 81 days. The explanted device was returned for evaluation. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated between the outlet bearing ball and the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet bearing cup or the outlet/cone section of the rotor. Although its origin and the duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. If present for an extended period of time, the deposition found in the outlet stator would have contributed to the patient's elevation in ldh. Examination of the pump bearings, rotor and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump was found to function as intended. The instructions for use lists hemolysis and thrombus as potential adverse events associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient mistakenly did not take his coumadin for three days after discharge and as a result, his lactate dehydrogenase (ldh) level reportedly increased again. The patient was treated with heparin, coumadin, and plavix. His ldh reportedly stayed down for a couple of weeks. However, the patient's ldh increased again and it was decided to perform a pump exchange.